Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. About 2 hours after the procedure was completed the patient became hypotensive, and cardiac tamponade was confirmed by looking at the pericardium on the ultrasound. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient was reported in stable condition after the pericardial drain. It is unknown if extended hospitalization was required as a result of the event. Patient condition improved. There¿s no information regarding physician causality opinion. No biosense webster, inc. Product malfunctions were reported. Transseptal puncture was performed with a baylis transseptal needle. There was no evidence of steam pop during the ablation. The thermocool® smart touch® sf bi-directional navigation catheter was set at low flow. No error messages were observed on any biosense webster, inc. Equipment during the case. The force visualization features used were dashboard, vector and visitag. The parameters for stability used with the visitag module were max distance of 2mm, min time of 3 sec, 25% of 3 g for fot and size 3 tags. No additional filters were used. The color option used prospectively was force time intervel.